Event description:
It was reported that holes in the catheter occurred. The 80% stenosed target lesion was severely tortuous and severely calcified. A 20x80x75cm venous wallstent was selected for use. During insertion, it was noted that there were holes in the catheter and the middle of the catheter was kinked. The procedure was completed with a 20 x 80 wallstent. There were no patient complications as a result of this event.

Manufacturer narrative:
H6: evaluation conclusion codes: updated from no problem detected to unintended use error caused or contributed to event.

Event description:
It was reported that holes in the catheter occurred. The 80% stenosed target lesion was severely tortuous and severely calcified. A 20x80x75cm venous wallstent was selected for use. During insertion, it was noted that there were holes in the catheter and the middle of the catheter was kinked. The procedure was completed with a 20 x 80 wallstent. There were no patient complications as a result of this event.